Event description:
It was reported when using the bd pyxis¿ medstation¿ es, drawer was failed, and the latch was not opening it either. The customer reported that the malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture,27-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the field service engineer (fse) found that main drawer 2.1 was stuck; the red latch failed to release the drawer. The latch was manually pried open, revealing a damaged bumper on the drawer top, originating from the left rail. The bumper was replaced, and the drawer was functioning properly. The system functioned as intended after the field service engineer repaired the device.